Event description:
Information was received from a device manufacturer representative (rep) and a healthcare provider (hcp) regarding a patient who was receiving gablofen 2000 mcg/ml at a dose of 1129.2mcg per day via an implantable pump for intractable spasticity and a spinal cord injury/spinal cord disease. It was reported the patient heard the pump's critical alarm on the morning of (B)(6) 2016 as well as on "several occasions." The patient called their hcp and denied any increased spasticity at the time of their call. He was seen by the hcp emergently the same day. The patient did not have signs or symptoms of baclofen withdrawal at the time of the appointment as well. Upon arrival to the hcp's office, the patient had reported he heard his pump alarm every 10 minutes. He believed it was beginning "around" 9:30 in the morning that day. At the time the patient presented to the clinic, he remained asymptomatic. Notes from the hcp's office were provided from when the patient presented that day in office. There were no abnormalities noted upon general examination. The critical alarm was noted to be audible. Factors that may have led to the event were not provided and the etiology was unclear. Logs showed a motor sta ll upon interrogation with recovery. The logs showed the motor stall occurred at 22:02, on (B)(6) 2016, with a recovery at 5:05am on (B)(6) 2016. Another motor stall then occurred the same morning at 11:55 with no recovery. The alarms were silenced. The patient had not recently had an MRI or other high powered magnetic exposure. As a result, the patient was scheduled to have a pump replacement on either (B)(6) 2016 or the following day. The hcp was working on getting the patient admitted to the hospital on the night of (B)(6) 2016 to be monitored for signs of intrathecal baclofen withdrawal until the pump replacement. The hcp had worked with the medical attendant at the hospital and they agreed to direct admit the patient. The patient's status at the time of this report was listed as "alive - no injury." Further information was then received on (B)(6) 2016. The patient's pump was replaced that day. Their daily dose was reduced by 10 percent as well. No further information was provided. As of (B)(6) 2016, the patient's medications included lyrica 50 mg three times daily, magic bullets 10 mg suppository every other day, senna laxative 8.6 mg two tablets every third day, colace 100 mg as needed twice a day, methenamine hippurate 1 gram twice a day, dantrolene sodium 50 mg twice per day, baclofen 20 mg with food or milk three times daily, tylenol as directed as needed, dok plus (docusate sodium and sennosides) 8.6-50mg tablet every other day, and lotrisone 1-0.05% cream 1 application to affected area twice a day. The patient's past medical history included a cervical spinal cord injury, a history of dvt (deep vein thrombosis)/pe (pulmonary embolism) and a normal intrathecal pump side port study on (B)(6) 2011. Surgical history included a spinal fusion in 1989, a greenfield filter and right hip flap surgery in 2012. Assessments listed on the provided office notes also included quadriplegia, c5-c7 incomplete, low back pain, neuromuscular dysfunction of the bladder, unspecified, neurogenic bowl, not elsewhere classified. The patient was allergic to sulfa. Other treatments the patient received in addition to the above listed medications to treat their assessments/diagnoses included repeating a botulinum toxin injection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.